Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported by the sales rep in japan that during a vbs (t12) for treating centrum fracture on (B)(6) 2022, the stent balloon was not inflated, and the surgeon noticed that the ¿off¿ indicator on the 3-way connector had been set toward the valve prior to the inflation. According to the report, when he tried to retract the stent balloon, the stent came off. As a result, the stent has been left in the patient¿s body. The procedure was completed without surgical delay. There were no adverse patient consequences reported. No additional information was provided. This complaint involves one (1) device.